Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was an underfill of blood. This occurred on 30 different occasions. There was no report of patient impact. The following information was provided by the initial reporter: collection method thru open and closed system still blood does not meet fill line of 367841 edta 2.0ml.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was not observed. The photo shows blood in the tube below the fill line; however, the fill line is not the minimum draw. The vacuum needs to be exhausted before removing the needle from the tube. A tube was filled to the minimum of 1.62ml. The comparison of the customer photos and the photo of the 1.62 minimum shows them to be similar and does not confirm underfill of the product. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was an underfill of blood. This occurred on 30 different occasions. There was no report of patient impact. The following information was provided by the initial reporter: collection method thru open and closed system still blood does not meet fill line of 367841 edta 2.0ml.